Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit does not deliver selected energy. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty therapy pca and therapy capacitor. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy pca and therapy capacitor. The reported problem was confirmed. The quote for repair was sent to customer however customer rejected. The device remains unrepaired at the customer site and no further evaluation is required at this time.